Event description:
It was stated that the customer was hospitalized a few weeks ago for diabetic ketoacidosis and the blood glucose reading was 24 mmol. It was stated that the customer received several no delivery alarms prior to the event. Troubleshooting was not possible on the insulin pump as the customer and the insulin pump were not present during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.